Event description:
It was reported the pt's (B)(6) ipg was inoperable. The pt reportedly had not utilized therapy in more than a year and did not recharge the ipg during that time period. Surgical intervention was undertaken to explant and replace the device.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.